Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with heart rates in the 30s. It was revealed that the right ventricular (rv) lead exhibited a loss of capture. The lead was reprogrammed to higher outputs. The patient later experienced diaphragmatic stimulation from the higher outputs and was reprogrammed to a lower threshold level. The lead remains in use. No further patient complications have been reported as a result of this event.